Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00514832. Device investigation summary: upon receipt of the sample, the device contained no gel. Gel was observed on the shell surface. No foreign material was observed within the device. During initial examination, a rupture was noted. The siltex was cracking on the posterior aspect, measuring approximately 0.4 cm. No other anomalies were observed. The rupture complaint was confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture. Manufacturer report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00514832. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative bilateral rupture, left-sided granuloma, and left-sided capsular contracture baker grade IV. On (B)(6)2019, the ruptures were identified via ultrasound. The left-sided capsular contracture and granuloma diagnoses were confirmed after a mammogram. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with 350cc mentor memorygel breast implants (catalog number 3503501, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient¿s right-sided device.